Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating they sometimes get no audible tones and other times they have normal sounds. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed the reported issue. The customer was provided with part numbers for a new speaker assembly and main system board to resolve the issue. The customer was provided information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.